Event description:
The user facility reported a patient noted as high-risk percutaneous coronary intervention was on an impella 2.5 for mechanical circulatory support. During support, the pump stopped and was replaced with another device. The procedure was successful with no report of harm or injury to the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The evaluation into the pump stop issue has been completed. The real time (rt) log from the console shows controller error and motor current high pump stop alarms. The cause of the issue was not determined since the product was not returned, and clinical details provided were insufficient to determine the root cause. This report is being filed as part of a retrospective review of historical records.